Manufacturer narrative:
The field service engineer replaced the sample probe and performed alignments. He ran precision testing and the customer ran qc with all results within acceptable limits. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable results for multiple assays for one patient from the cobas 6000 c501 module. The initial ise indirect gen.2 potassium result was 3.98 mmol/l and the repeat results were 5.17 mmol/l and 5.44 mmol/l. The initial alp2 alkaline phosphatase result was 248 u/l and the repeat results were 74 u/l and 73 u/l. The initial chol2 cholesterol gen.2 result was 165 mg/dl and the repeat results were 309 mg/dl and 314 mg/dl. The initial trigl triglycerides result was 114 mg/dl and the repeat results were 360 mg/dl 371 mg/dl. The initial results were reported outside of the laboratory and were questioned by the physician. The potassium electrode lot number was q96 with an expiration date of 26-sep-2021. The alp reagent lot number was 50147601 with an expiration date of 31-may-2021. The chol reagent lot number was 48080701 with an expiration date of 28-feb-2021. The trig reagent lot number was 47714101 with an expiration date of 30-apr-2021.